Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded

Event description:
As reported, during orif procedure when a locking screw was attempted to insert, the drill of t2ankle nail was broken in the calcaneus. As it was unable to take out, the broken piece was left inside the body. The reporting surgeon¿s opinion: the patient¿s bone was too hard.